Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3,000 ohms and loss of capture (loc) at maximum outputs in bipolar configuration. The lead safety switch (lss) feature was activated changing the lead to unipolar configuration. Noise and oversensing was then observed and resulted in greater than two seconds of pacing inhibition, however, the patient was noted to have an escape rate in the 30 beats per minute (bpm) range. Pacing impedance measurements in unipolar configuration were noted to be within normal limits at 537 ohms. The patient was admitted to the hospital and surgical intervention was undertaken. The lead was surgically abandoned and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.